Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2011. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Additional information about the death has been requested and not yet made available.

Event description:
It was reported that the caller was inquiring about a right ventricular lead replacement and that during an interrogation, oversensing was revealed. It was also reported that the patient presented to the emergency room due to lead integrity alert (lia). Interrogation in the emergency room revealed noise and oversensing. The patient was then refered to a separate facility to have the lead removed. The patient expired during the lead replacement. Information about the procedure and death have been requested and not yet made available.